Event description:
It was reported bd (B)(4) had an issue with the barcoda lid falling. The following information was provided by the initial reporter: "the customer reports the cover for the barcoda printer slams shut."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: "the customer reported on the bd kiestra inoqula (material # 447202 - serial # (B)(6)) that the cover for the barcoda printer slams shut. The field service engineer verified that the lid covering the barcoda printer was slamming shut and replaced the gas springs. The field service engineer verified the instrument operation and instrument was released for customer routine use. Corrective and preventive action (CAPA) and situation analysis (sa) have been opened for the investigation of the potential gap in implementation of corrective actions leading to increased risks of user injury after complaints were received describing issues with dropping barcoda hood. This complaint has been included in the CAPA for traceability of the issue. The issue that the cover for the barcoda printer slams shut was confirmed by the field service engineer. Design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Bd quality will continue to closely monitor for trends associated with this issue. " h3 other text : other.

Event description:
It was reported bd kiestra¿ inoqula+¿ had an issue with the barcoda lid falling. The following information was provided by the initial reporter: "the customer reports the cover for the barcoda printer slams shut."